Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Additional suspect medical device components involved in the event: model: sc-2352-50, serial/lot: (B)(4), description: linear 3-4 lead 50cm. Model: sc-2352-70, serial/lot: (B)(4), description: linear 3-4 lead 70 cm. The devices remain implanted and in service.

Event description:
A report was received that the patient was suffering from headaches due to lead migration. The leads were repositioned via a revision procedure, nothing was explanted or implanted during the procedure. The patient is stable postoperatively.